Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up with a pocket infection. The patient's pocket was inflamed and broken. The cause of the infection was not provided. The patient's pulse generator system was removed and replaced. The patient was stable. The patient's pulse generator was re-sterilized by the facility and re-implanted at a later date.

Manufacturer narrative:
Analysis was normal. No anomalies were found.